Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 440 mg/dl, which lowered to 252 mg/dl after a treatment with 5 units of insulin. The customer was assisted with getting the blood glucose meter to transmit the blood glucose reading to the insulin pump successfully. The most recent blood glucose reading was 235 mg/dl, and the customer did not require any further assistance. Nothing further reported.